Manufacturer narrative:
(B)(4). Report source: australia. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Not returned to manufacturer.

Event description:
It was reported there was a broken instrument on tray. There was no patient involvement. Attempts have been made and further information has been provided.

Event description:
It was reported the instrument was broken upon inspection before the surgery had started. The broken instrument is a case of wear and tear and there is no confirmation on when the instrument broke. The same device from a different tray was used to complete the case. The was no patient involvement reported.

Manufacturer narrative:
Visual examination of the provided pictures identified the silicon cover has been torn off. The head of the driver appears to be twisted and has wear lines. Review of the device history record(s) identified no deviations or anomalies during manufacturing. Review of complaint history identified additional similar complaints for the reported item(s) and part and lot combination(s). Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.